Manufacturer narrative:
It was reported that one of the buttons on the pendant for the bed did not release after pushing it in. It is unknown how long the button remained depressed. The pendant caught fire and the fire was extinguished immediately. No injury resulted and no medical treatment was indicated. We were not provided with many details. We have no other complaints for this issue. A root cause has not been determined.

Event description:
The pendant on the bed ignited and was extinguished immediately without injury.